Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the possible infection remains unknown.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient may be experiencing an infection. The patient was put on antibiotics and brought back to the physician's office for cultures. The cultures came back negative. Patient is reported to be doing better at this time.